Event description:
Endoscopic vein harvesting was being performed when the device appeared to be malfunctioning. The surgeon noticed a malfunction of the coagulation system and then recognized that smoke was coming out of the tip of the device. The device was detached from the surgical site and the tip was charred with tissue. The patient remained stable.====================== manufacturer response for vasoview hemopro======================remove the lot from the facility and replace with a new lot number.